Manufacturer narrative:
Product complaint # (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that the attune size 5-6 5mm shim broke into 2 pieces during extraction from the patient. All pieces were removed from the surgical field. The patient was not affected and surgery time was not extended.